Event description:
It was reported that during a sigmoid colectomy, the device cut but did not staple well. The surgeon was able to get into the pelvic floor and complete the anastomosis. Another device was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Date sent: 08/15/2007. Info anticipated, but unavailable at this time.